Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-15. H6: investigation summary: two samples were provided to our quality team for investigation. Through visual inspection, the thumb process was observed to be broken on the both samples. Using magnification on the first sample, the matter was identified to be grease. A device history review was performed for the reported lot 2003241, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this defect. Ten samples of the sample lot were used for additional evaluation, no damage or other defects were observed on any of the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within manufacturing area are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the broken thumb press was a result of the product jamming within the manufacturing equipment. H3 other text: see h10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger rod broke in the packaging before use. The following information was provided by the initial reporter, translated from french to english: "piston breaks in the packaging before use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger rod broke in the packaging before use. The following information was provided by the initial reporter, translated from french to english: "piston breaks in the packaging before use".